Event description:
The customer reported to olympus that during an esophageal mucosectomy with the olympus emr kit, the rubber of the cap ruptured and the cap fell into the patient¿s oropharynx. The cap was recovered from the patient oropharynx with forceps and the case was postponed. There was no patient harm due to the event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal attachment was separated into a cap and hood, but not ruptured. The connection on the cap side had marks of manufacturer's adhesive agent applied throughout. Although the cap and hood were generally dirty, there were no abnormalities observed in the returned product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since there were no device abnormalities noted, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿use this instrument and a-cord only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient injury caused by increase in patient leakage current, operator injury, malfunction or equipment damage may result.¿ this supplemental report includes a correction to d4 and d9 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.